Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the pt underwent a fusion procedure from the occiput to c2 using rhbmp-2/acs in 2006 to address his occipitocervical instability. The rhbmp-2/acs was placed in the cervical spine during the procedure. At an unk time post-op, the pt developed increasingly severe pain, swelling of the neck, mental status changes, difficulty swallowing and difficulty breathing. The pt was placed on a ventilator. Because of the pt's uncontrolled pain, he required intravenous pain medication. The physicians reportedly also performed an emergent tracheotomy, and knocked out "a few" of his front teeth. The post operative films demonstrate that fusion did not occur. The pt has not obtained any relief from his symptoms.